Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced an infusion set was defective on two occasions, which results in serious episodes of hyperglycemia. No further information available.